Event description:
Customer reported that a discordant troponin result was generated by the advia centaur cp system. The discordant report was reported out of the laboratory. The sample was retested in duplicate and yielded results within expectations. A corrected report was issued to the physician. There were no reports of adverse health consequences or known patient intervention due to the discordant troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse determined that the cause for the discordant troponin result was a malfunctioning base pump. The fse removed and replaced the malfunctioning pump. The instrument is performing within specifications. No further evaluation of the device is required.